Manufacturer narrative:
The clinic is reporting this event only and did not request or require field service or clinical support. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented at the one day post op exam with stage 1 dlk (diffuse lamellar keratitis) in the left eye. The patient was treated with increase in steroid drops. The patient reported having a mild foreign body sensation. There was no loss of best corrected visual acuity.